Event description:
The lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. Follow up determined the patient had heart transplant and the lead was removed. No patient complications have been reported as a result of this event.¿

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: product ID: 6945-65 lead, implanted: (B)(6) 2001. Product ID: 419488 lead, implanted: (B)(6) 2004. (B)(4).